Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(4) 2015. Evaluation of the incident pencil confirmed the activation button sticks in the on position. The root cause was identified as a manufacturing error. The switch dome was inverted and machine malfunction caused the stamping to be misaligned to the plastic switchbase. Additionally, if the pencil becomes deformed during reprocessing, this marginal misalignment could deform the stamping placement, possibly resulting in a stuck button. Subsequent to the manufacture of the incident device, corrective action was implemented to prevent improper alignment.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a pancreaticoduodenectomy procedure, the pencil continued to activate after the surgeon released the activation button. The pencil tip was in contact with the patient's belly and the device cut the skin about 2 cm from the end point of the incision line. The cut was slightly deep. For that reason, the physician extended the incision line for 2cm and completed by dermostitch.